Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 49 mg/dl; cause was not known. Carbohydrates were consumed to address low bg. Customer received a malfunction alarm (alarm 12). Bg was 93 mg/dl. Tandem technical support assisted the customer with clearing the alarm.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) value below 50 mg/dl was recorded by continuous glucose monitor (cgm) data on (B)(6)/2018. Prior to the low bg, a correction bolus for a bg of 263 mg/dl (4.66 units) was delivered. Based on cgm data, the patient¿s bg steadily declined following the bolus. There were no erratic basal rate adjustments. It is possible the user overcorrected. There is no evidence that the insulin pump experienced a malfunction or failure.